Manufacturer narrative:
Insulin pump received with intermittent buttons due to moisture damage at keypad traces. The backlight working properly. Insulin pump received with cracked case at display window corners, cracked display window and minor scratches on lcd window.

Event description:
It was reported the insulin pump had a keypad anomaly. The down arrow was not responding. When customer pressed bolus button the back light would turn on. Customer does not recall any significant events which may have lead to keypad issues. The device was not dropped or exposed to moisture. Customer has reverted to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.